Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer's parent reported via phone call that her son had a replacement pump but did not have the settings. Customer had several days of lows and the settings were adjusted, but the customer was still having lows throughout the day. Customer's mother stated that the customer was shaking and having a hard time checking his blood glucose when it was less than 20 mg/dl. Caller stated that the health care professional gave them the settings and they just downloaded the pump at the doctor's office that day. Caller stated that she had to cut his basal rates in half. Customer's blood glucose was 98 mg/dl at the time of the incident. Customer's current blood glucose was 114 mg/dl. Caller was advised to monitor the pump and call back if the lows continue. Caller declined to upload to carelink.